Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom. During the eval, the device falsely alarmed "downstream occlusion." The eval found that the downstream sensor current reading with a fluid filled set loaded was above specification. The force sensor flex assembly, downstream tubing guide, force sensor gasket, and force sensor pusher were replaced.

Event description:
It was reported that a spectrum infusion pump "failed downstream occlusion." It was also reported that there was no pt involvement.